Event description:
Boston scientific received information that during a routine device replacement procedure; once the chronic leads were connected to this cardiac resynchronization therapy defibrillator (crt-d), the left ventricular (lv) impedances and thresholds were high and out of range. In addition, noise was noted on the lv channel. All measurements had been normal with the old device prior to the replacement procedure. The lv values were measured with the pacing system analyzer (psa) and all measurements were normal. The lv lead was reconnected to the new device multiple times; however, with each attempt the values were always out of range. Mineral oil was also used to lubricate the connection; however, still yielding the same results. The decision was made to remove and replace the device. All measurements were normal with the new device and chronic leads. The attempted device was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted a small hole in the lv seal plug; however, when the lv setscrew was tightened, the seal plug was properly sealed (see images below). Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Interrogation of the returned device revealed the device had been programmed in the lv ring to can pacing configuration. If the device was not placed in the pocket during lead testing, this pacing configuration would result in high, out-of-range pacing impedance measurements. Laboratory analysis could not reproduce the reported clinical observation of noise on the lv channel; the seal plug functioned properly once the setscrew was tightened. If the lv setscrew had not been fully tightened down, this could also result in high, out-of-range pacing impedance measurements as well as noise.